Event description:
It was reported that the customer's blood glucose (bg) was reported as 378-high mg/dl. Cause was not known. Customer administered a correction bolus via the pump to address bg. Pump system check was performed with technical support. No issues were identified with the infusion set tubing/cannula or pump. Reportedly, customer resumed pump therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.